Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error 21502 (flange sensor failure) once. The system error was cleared, and it could not be repeated. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. A review of event history log revealed multiple occurrences of system error 21502 - flange sensor failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be grommet. The grommet requires proper adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.